Event description:
"I now have a hypoallergenic dressing on my PICC line. The other bandage and clear layer were causing a red area around the line. They moved the site of the PICC line. It is fine now. "I took this while I was hospitalized. I went in as an emergency and they found the leukemia. I am currently off of it until I start chemo on (B)(6) 2026. I was hospitalized for four weeks." Had labs that showed the leukemia.